Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Alarm history noted short battery life. The battery compartment reportedly was cracked and there was moisture and corrosion in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: moisture and corrosion was observed in the battery compartment. The battery compartment was found to be cracked at the threads, on the side. The battery compartment was also found to be leaking during a leak test. The returned battery cap and cartridge cap were used to complete the investigation; the pump was unable to power on and was found to be completely unresponsive due to moisture and corrosion found in the battery compartment. The investigation on the reported ¿short battery life¿ issue was unable to be completed. The pump¿s cover was removed; there were no further moisture ingress or intermittent conditions found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.